Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2016 with the following findings: a review of the pump¿s black box and alarm history showed no activity outside of normal use. During investigation, the pump powered on with auditory and vibration alerts and displayed the verify screen. The ez-prime steps were performed correctly; no ¿chirp alarm¿ or other warnings occurred during the investigation. The product performed within specification. The pump¿s cover was removed and no intermittent condition was found to the pcb or to the cgm module. The complaint of a ¿chirp alarm¿ was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump emitted a random chirp alarm with nothing on the display or in history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.